Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending artery with mild tortuosity and mild calcification. A 2.5x48 mm xience xpedition stent delivery system (sds) was advanced toward the target lesion and the balloon failed to expand due to a perforation in the balloon. The stent did not expand at all. There was no interaction of devices. A same size xience xpedition was used to successfully complete the procedure. No other device/procedural issues were noted. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. Reportedly, the device was not prepped (air aspiration) outside the patient anatomy prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported material rupture was able to be confirmed. The reported failure to deploy was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience xpedition 48 everolimus eluting coronary stent system electronic instructions for use states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port of the product. Do not bend the product hypotube when connecting to the inflation device / syringe. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps 3 through 5 until all air is expelled. If bubbles persist, do not use the product. If a syringe was used, attach a prepared inflation device to stopcock. Open the stopcock to the delivery system. Leave on neutral. Note: while introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.